Manufacturer narrative:
G1: device manufacturer name: replace baxter healthcare - mountain home with baxter healthcare corporation. G1: device manufacturer address 1: remove 1900 n highway 201. G1: device manufacturer city: remove mountain home. G1: device manufacturer state: remove ar. G1: device manufacturer country: remove united states. G1: device country code: remove us. G1: device manufacturer postal code: remove 72653. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection which resulted in a leak was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak at the connection of the supply line of the home choice cassette and supply bag that led to this alarm. The patient stated that one of the supply bags was loose and they reconnected the bag. Renal therapy services (rts) assisted the home patient (hp) with clearing the alarm, disconnecting and taking the cassette out of the home choice device. Proper procedures per user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.